Manufacturer narrative:
Block e1: the facility name is (B)(6). Block h6 device code a0401 is being used to capture the reportable event of suture break. Correction block g1: information provided in the initial emdr was incorrect, it was updated. Block h11 the returned overstitch 2-0 polypropylene suture was analyzed. A visual inspection was performed. The device was returned with the suture detached from the anchor. The reported event could not be confirmed. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty for colonoscopy on (B)(6) 2025. During the procedure, the physician reported the overstitch suture broke. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty for colonoscopy on (B)(6) 2025. During the procedure, the physician reported the overstitch suture broke. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the facility name is (B)(6). Block h6. Device code a0401 is being used to capture the reportable event of suture break.